Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event., corrected data: (report source) was updated from "health professional and user facility" to "foreign, health professional and user facility".

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "high variations for spo2 saturation, connector for the alarm cable defective". No known impact or consequence to patient was reported.